Manufacturer narrative:
Event date approximated since unknown.

Event description:
It was reported a pulmonary embolisms occurred. On (B)(6) 2010, a patient had a greenfield inferior vena cava (ivc) filter implanted. In 2012, the patient was experiencing pain. It was noted the filter tilted and the patient had two pulmonary embolisms. He had one in each lung. He had to get emergency surgery, but the filter cannot be removed.